Event description:
Additional information stated the "patient was doing ok and therapy was effective" following the lead replacement at the time of implant.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that ¿while carefully removing the protection cap, the electrode was damaged, due to difficult handling of removing the protection cap.¿ it was further reported the lead was ¿fractured¿ and ¿damaged¿ after the protection cap was removed due to the ¿complicated handling of the fixing protection cap of the electrode with a torque wrench.¿ it was noted the issue occurred after the lead was implanted and after the hcp had tunneled the lead to the left side of the head in order to connect it to an extension. The lead was subsequently replaced through surgical intervention with a new lead at the time of the incident. After the implant procedure was completed the whole system was checked with an impedance test and the issue was resolved. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found the proximal end was stretched and the proximal end insulation was torn under the connector.